Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the lead appeared to break in between electrodes 2 and 3 during the procedure. The physician used the curved stylet and placed it down the lead introducer. It was noted they went just before the second white marker, not past the tines. The physician wanted to remove the lead and pull it out to reposition it. The lead could not be removed from the introducer; for some reason it got stuck. It was reported the lead physically looked to have come apart slightly. It was noted the physician took everything out and tried again, replacing the needle and lead introducer. The lead that appeared broken was used, and motor responses were tested, but they did not get any motor responses during testing. It was noted the lead also looked broken on the fluoroscopy. A new lead was taken from the supply and used. The issue was reported as resolved at the time.

Manufacturer narrative:
Analysis of the lead (lot# va1c5mj) found the distal end of the lead was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.